Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent additional surgeries "for excision of mesh and drainage of non-healing wound". The patient's attorney did not allege a specific device failure and no medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for repair of an incisional hernia. A bard/davol flat mesh, reference number 0112660, lot number huwl1293 was implanted to repair the hernia defect. On (B)(6) 2013 and (B)(6) 2014: the patient underwent additional surgeries for excision of mesh and drainage of non-healing wound. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that thepatient underwent additional surgeries "for excision of mesh and drainage of non-healing wound". The patient's attorney did not allege a specific device failure and no medical records have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct date of event, date of implant and manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of bard flat mesh, patient was diagnosed with impaired wound healing thereby underwent repair with mesh removal. Updated fields: a2, a4, b4, b5, b7, d4 (UDI no), e3, g1, g3, g6, h2, h6, h10, h11. Corrected fields: b3 (date of event), d.6a (date of implant) and h4 (manufacturing date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for repair of an incisional hernia. A bard/davol flat mesh, reference number (B)(4), lot number huwl1293 was implanted to repair the hernia defect. (B)(6) 2013 and (B)(6) 2014: the patient underwent additional surgeries for excision of mesh and drainage of non-healing wound. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective marlex. Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of bard flat mesh. Per operative notes, ¿the hernia was identified in the supraumbilical region. The fascia appears imbricated during previous plastic surgical procedure. Flaps were raised and sutured. Because of multiple weak areas identified, the flaps were raised further superiorly so fascia could be reinforced with mesh. A marlex mesh was then placed over the primary repair and tacked down with sutures.¿ (B)(6) 2013 - patient was diagnosed with non-healing abdominal wound thereby underwent wound drainage and partial explant of exposed bard flat mesh and drainage of non-healing wound. Per operative notes, ¿the exposed mesh was excised. The mesh was fully incorporated and the underlying fascia appeared to be intact. After curetting was done to clean the base of the wound, the additional mesh was excised leaving the incorporated mesh and the wound was irrigated.¿ (B)(6) 2014 - patient was diagnosed with non-healing abdominal wound thereby underwent wound drainage and explant of exposed bard flat mesh. Per operative notes, ¿the base of the wound on top of the fascia, the mesh was exposed. All exposed mesh was excised and then roughed up with a curette. Pulse jet irrigation was done.¿ attorney alleged that the patient had infection, pain and emotional injuries. It was also alleged that the patient underwent mesh excision and drainage of non-healing wound.